Event description:
Integrum received report concerning the ficxure loosening the (B)(6), fixture removal femur: (B)(6) 2019. S1 performed (B)(6) 2013 and s2 performed in (B)(6) 2013. The probable cause of the fixture loosening has been reported as infection by the treating surgeon and has appeared after 6 years of use of the system and therefore not considered an earliy failure. Integrum has received the abutment and the abutment screw. The fixture has been sent by the hospital to biomaterials group for investigation and therefore has not been received by integrum. Batch documentation reviewed (doc 002 314). No deviation found.